Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received power loss alarm. The customer also reported that the replace battery now alarm without low battery alarm. The customer stated that they had high blood glucose of 500 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin pump was dropped. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.